Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was turning off unexpectedly. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device was turning off unexpectedly. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker field service representative (fsr) evaluated the device and was unable to duplicate or verify the reported issue. A root cause of the reported issue could not be determined. The battery pins were replaced as a precautionary measure. The device passed functional and performance testing and was returned to service at the customer.